Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two photographs were provided for evaluation. Upon evaluation, the presence of bubbles in the tubing was observed. The reported defect was confirmed. However, based on the data from the investigation, the root cause of the reported incident was unable to be determined. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported, event 1: two different infusions on 5th floor in at centracare that involved large amounts of air to pass through the air sensor without it alarming. Nurses were able to detect and stop pumps before harm was done.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: the original initial MDR for this case was inadvertently submitted via the "test" account of the FDA electronic submission gateway (esg) webtrader. As the original submission was not submitted through the "production" account of the FDA esg webtrader, a new initial MDR submission is required per zoom call with sameer phanase of the FDA esg help desk.